Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device underwent a heart catheterization. During the procedure high rate pacing was noted; the patient was externally shocked. A save to disk was performed; no resets and no recorded memory errors. The cause of the high rate pacing was not determined. There were no additional adverse patient effects reported. The device remains in service.